Manufacturer narrative:
The device was returned for evaluation. No visual defects were observed. When activated, visually the cutting edge was smooth and aligned. Functional testing was performed using the cut test and the card stock was cut cleanly without any snags, rough cuts or hanging chads. The device passed visual and functional testing. The complaint could not be confirmed and no root cause was determined. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation and the investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the kerrison rongeur#53-1405, the operator observed an unexpected gap between the upper and lower tracks of the instrument. The gap appeared while the device was being actuated and resulted in the cutting and grasping surfaces not aligning properly. This misalignment caused the instrument to feel unstable and impaired its ability to cut tissue smoothly."